Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to previously submitted (B)(4). Corrected fields: b5: added missing information that was previously omitted updated fields: h6, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material in the nozzle, and the instrument channel had a dent. There were no reports of patient involvement.